Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-70, serial/lot#: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient developed an infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the infection was located at the ipg right buttock and lead site. The patient was reportedly doing well. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician believed that there was no infection. It was noted that there was a little red but patient blew it out of proportion and nothing needed to be done.

Event description:
A report was received that the patient developed an infection. The patient will undergo an explant procedure.